Manufacturer narrative:
Date sent to the FDA: 02/17/2011. (B)(4) - hernia recurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an open repair of a small right primary direct inguinal hernia under local anesthesia on (B)(6) 2009. The patient was discharged on the same day with no issues noted. The patient indicated on the 12 month patient questionnaire completed on (B)(6) 2011 that the hernia recurred in (B)(6) 2010. The patient has seen a doctor for problems related to this hernia, and the doctor confirmed the recurrence on (B)(6) 2011. The surgeon told the patient that the mesh moved and has scheduled a re-operation. The patient is taking non narcotic pain meds for the hernia and has pain with walking and walking up steps. Additional information was requested.